Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up visit, the right ventricular (rv) lead exhibited a sudden rise in addition to high thresholds. It was confirmed the lead had dislodged. A chest x-ray was scheduled as well as a revision. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.